Event description:
IV access team nurse checked leaking midline and noted there was no midline connector. X-ray showed midline in vein between elbow and shoulder. In 2008, surgeon surgically removed the foreign body without difficulty. The foreign body had migrated to the superior vena cava. Dates of use: ten days in 2008. Diagnosis or reason for use: acute pneumonia / hypoxia / hypotension.